Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), the settings were made as usual, but the main unit remained in the delivery device and could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06jul2020 and investigated on 22jul2020. Signs of clinical use and evidence of blood were observed. There was blood found on the loading device, delivery tube, white plunger and slide lock. The delivery device was returned outside of the loading device. The white plunger on the delivery device remained not pressed in and the blue lock remained in the locked position. The seal was then pulled out from the loading device for inspection. Seal was observed not to be unraveled with no evidence of blood. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at 0.199 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure mode "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm), the settings were made as usual, but the main unit remained in the delivery device and could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.